Event description:
Related manufacturing reference number: 2017865-2022-10919. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device occurred on (B)(6) 2020. The patient's right ventricular lead was also capped during the same procedure due to reported noise and loss of capture. Both the pacemaker and the lead were replaced. No further information has been provided.

Event description:
New information notes that the patient was stable throughout their surgical procedure. The name of the physician who performed the surgery was also revealed and is included in this supplemental report.